Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) did not register a pause event; the icm was thought to have incorrectly identified the p-wave as a decreased r-wave. The icm has been explanted. No patient complications have been reported as a result of this event.